Manufacturer narrative:
Zoll has not received the product in complaint. A supplemental report will be filed if and when the product is returned and investigation has been performed.

Event description:
It was reported that on (B)(6) 2016, during patient use, the autopulse platform unit (serial number: (B)(4)) stopped after providing compressions for approximately 3-5 minutes and displayed a "low battery" message and indicator. After the issue occurred, the battery was not replaced/switched; the reporter indicated a crew member from the responding emergency medical service reset the autopulse platform unit. The unit continued to provide compressions for another 3-5 minutes until the same issue occurred. Manual CPR was not started after the message first appeared, due to short time (15 seconds) delay time between the stop and restart of the autopulse platform unit. After the issue occurred the second time, the device was not restarted again since the patient achieved rosc. The autopulse lithium ion battery is replaced daily at the beginning of every shift; however, it is not known if the battery was fully charged at the time the event occurred on (B)(6) 2016, the reporter indicated the reported battery was returned to a fully charged status, used in the department's only autopulse platform unit, and tested for 40 minutes. No issues were observed and the reported issue was not duplicated. The reporter believes the issue may have been human error; indicating the battery may not have been completely inserted into the autopulse platform unit and may have been jarred loose while moving the patient. The reported battery was replaced.